Event description:
The sales associate reported a plug driver broke during surgery. No adverse effects were reported, however, this device is subject to the two year malfunction rule.

Manufacturer narrative:
The device evaluation is anticipated. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The lot numbers were reported as unknown, two lots were received for evaluation. A visual inspection of the devices showed that the tips of the devices are twisted. The pentalobe tips have deformed/twisted in a manner consistent with screw insertion. A functional analysis of the devices could not be performed because the devices were too damaged to engage a rod. Review of the device history records show that the lots released with no recorded anomaly or deviation. The root cause of this event cannot be conclusively determined with the available information. The devices clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument with the corresponding torque limiting handle), and/or misuse. (B)(4)